Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Could not dispense. The following information was provided by the initial reporter: the users cannot draw or dispense with this needle. Additional information received product was being used for immunizations. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 h6: investigation summary it was reported the needle would not draw or dispense. To aid in the investigation, five hundred samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were chosen at random. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-six samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305961, lot number 2007149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Could not dispense. The following information was provided by the initial reporter: the users cannot draw or dispense with this needle. Additional information received date reported was 10/24/2022 product was being used for immunizations. No patient impact.